Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for evaluation. The event log file captured low flow alarm events on 18may2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may have been due to a patient related issue. The patient was not experiencing any hypovolemia or hypertension currently, but they had hypotension at the time of low flows. The patient's vital signs were stable. The site thought the cause of the low flows was physiologic. The patient was continuing to be supported medically and with a right ventricular assist device (rvad).